Event description:
It was reported that during an arthroscopy, the footprint pk suture anchor was placed at the entry point decided, the anchor was blocked properly as specified by the surgical technique but the implant did not hold the sutures and they came out of the implant, the implant was left inside the patient and another implant with the same specifications was placed to perform the procedure. The procedure was completed with non-significant surgical delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. A clinical review states that if the anchor was retained, it is unknown if the footprint anchor will migrate, and there is potential risk for tissue inflammation and/or pain. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.